Event description:
It was reported that this right ventricular (rv) lead was fractured resulting in high lead impedance measurements. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.